Event description:
Customer states the use by date on the aviva test strip vial label is 09/30/2008; manufacturer's batch record confirmed the actual use by date to be 05/31/2008. No adverse event reported. Batch record expiration date confirmation attached. Requested return of product, replacement sent.